Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset), breast pain, visibility/palpability.

Event description:
Patient reported right side "infected and caused sirs" and "caused injury; much discomfort, pain, a visually deformed breast, and embarrassment in appearance, ability to work and perform daily activities". Device has been explanted.

Event description:
Patient reported right side "infected and caused sirs". The event of "caused sirs" is not device related. Device has been explanted.